Event description:
Event description cpi received information that during the implant procedure pocket closure of this implantable pulse generator (ipg) system, ventricular oversensing was observed and the patient's heart rate dropped below the lower rate setting of the ipg. The ipg returned to appropriate functioning when the pocket closure was completed. The ipg remains implanted in the bipolar mode.